Event description:
It was reported that an occlusion alarm occurred. Customer performed the fill tubing step and resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.